Manufacturer narrative:
This report is for an unknown 3.0 mm cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a surgery on (B)(6) 2019 to remove broken 3.0 mm headless cannulated screw. The screw broke post-operative due to patient's fall and was removed from the patient. It was a revision case of a l5 fracture. The patient required x-rays throughout the procedure. No surgical delay was reported. Procedure was successfully completed. No further information provided. This complaint captures post-op event about the revision of a 3.0 headless cannulated screw that broke post-operatively and the intra-op event is captured under related complaint (B)(4). This report is for one (1) unknown 3.0 mm headless cannulated screw. This is report 1 of 1 for complaint (B)(4).